Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2011, a 23mm sjm trifecta valve was successfully implanted. On (B)(6) 2021, the patient presented with high gradient aortic stenosis due to the device becoming calcified. The patient underwent a tavr procedure to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event of calcifications and aortic stenosis was reported. A more comprehensive assessment could not be performed as a valve in valve was performed and the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.